Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter failed to retract from the introducer sheath. After the device was used to successfully treat a lesion in the superficial femoral artery, the balloon was completely deflated and negative pressure was applied prior to retraction. During device retraction, the catheter became caught at the tip of the introducer sheath and could not be removed. The physician continued to manipulate the device, however, the device still could not be retracted from the introducer sheath. The pta balloon dilatation catheter and the introducer sheath were then removed simultaneously from the pt. No pt injury.